Event description:
It was reported that the customer was hospitalized for hyperglycemia. The nurse stated that the last set change was done three to four days ago. It was noted that the cause of the event was not determined by md. The programming and histories were accurate. Troubleshooting was done and the pump passed the bolus test. It was stated to have the customer call back when they received the clamp for the occlusion test. The nurse was educated on the two hbg rule.